Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer (an 11 year old child) experienced an allergic skin reaction while wearing an adc freestyle libre sensor for 9 days. Caller further reported symptoms described as itching and redness, and having contact with a healthcare professional who prescribed fucidin (fusidic acid, an antibiotic) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Extended investigation was also performed and determined that there was no indication that the product did not meet specification. The adhesive was not returned for this complaint. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. No further investigation is required.

Event description:
Customer's caregiver reported the customer (an (B)(6) child) experienced an allergic skin reaction while wearing an adc freestyle libre sensor for 9 days. Caller further reported symptoms described as itching and redness, and having contact with a healthcare professional who prescribed fucidin (fusidic acid, an antibiotic) cream for treatment. There was no report of death or permanent injury associated with this event.